Event description:
The patient didn¿t feel good and had a revision in (B)(6) 2014. There was a tear by the pump site. The patient would not provide any identifying information; therefore, no additional follow-up is possible at this time.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).